Manufacturer narrative:
Device information is unknown at this time but has been requested. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. Surgical intervention was taken to address the issue.

Event description:
Follow up revealed that the patient's ipg lasted longer than anticipated. Further evaluation determined that this is not a reportable event.